Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, once the lp was fixated, it was noted that the lp did not separate from the catheter. As the physician was attempting to remove the lp, the tethers broke off. The catheter was removed from the body. It was then noted that the lp helix was slightly elongated while still attached to the tissue and the tethers remained off the back of the lp. After attempting to retrieve the lp, the tethers released from the device and lodged into the right atrium and superior vena cava. The physician was able to successfully remove the lp but not the broken tethers. The patient presented again on (B)(6) 2025 and the tethers were retrieved successfully. The patient was stable.

Manufacturer narrative:
Correction - b5

Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp did not separate from the catheter. As the physician was attempting to remove the lp, the tethers broke off. The catheter was removed from the body. It was then noted that the lp helix stretched and the tethers remained off the back of the lp. After attempting to retrieve the lp, the tethers released from the device and lodged into the right atrium and superior vena cava. The physician was able to successfully remove the lp but not the broken tethers. The patient presented again on (B)(6) 2025 and the tethers were retrieved successfully. The patient was stable.

Manufacturer narrative:
The reported events of unable to release and tether fractured were confirmed. As received, a catheter was returned in one piece with no attached device and blood was noted at the distal cap region. X-ray examination of the catheter found both tether wires were fractured, and the distal tether wires were missing at the transition zone. The torque coil was offset distal to transition zone. Unable to perform the functional test due to fractured, buckled and missing tether wires at the transition zone. The cause of the reported events was due to fractured and buckled tether wires at the transition zone.